Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 40 mg/dl. The customer was treated with glucose tablets. Customer was not in a vehicular accident. The customer believed the cause of their low blood glucose was due to their antibodies. It was also found the customer has been experiencing fluctuating blood glucose. Customer was also assisted with setting their ring volume louder. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.